Manufacturer narrative:
The field service engineer (fse) performed peristaltic pump cassette replacement modification. The fse noted foaming in the wash pump while priming the dispense probes and replaced the wash valve rotor to address the foaming. Alignments were verified and the dispense probes were primed and no further foaming was observed. The fse performed system check, which passed within instrument specifications. The fse noted fliers and proactively replaced three mixers and rebuilt the wash and precision pumps. The fse also discovered five bent incubator belt clips and replaced the clips. The fse noted the bent incubator belt clips were severe enough to cause splashing within the reaction vessels (rvs) when the rvs were moving between the incubator trough and the wash carousel. Ultimately, replacement of the incubator clips resolved the imprecision issue. All alignments were verified and a 25-repetition precision test, utilizing low level quality control (qc), was performed; all results were within the assay specifications. System performance was verified per established procedures. The instrument conformed to the manufacturer's published performance specifications. *b)(4). The customer performs quality control (qc) daily, and qc recovered within the acceptable range. System check, performed on (B)(6) 2012, recovered within range. Patient samples were lithium heparin plasma without gel separator. Samples were full collection and normal in appearance and centrifuged in a stat spin centrifuge. All related medwatch reports associated with this event: 2122870-2012-01917, 2122870-2012-01918, 2122870-2012-01920.

Event description:
The customer reported erroneously elevated troponin I (access accutni) results, within the risk stratification and above the acute myocardial infarction (ami) limit, for several patients, involving the unicel dxc 600i synchron access clinical system. One patient's result was released out of the laboratory, and the patient was admitted to the hospital based on the erroneous value. Subsequent testing of the same patient samples, on an alternate dxc 600i system, recovered lower results, within the normal reference range. There has been no report of current patient outcome at present. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
Additional information: beckman coulter customer product line support (cpls) laboratory tested the returned rotor provided by the customer. Cpls first tested a control wash valve assembly by the priming dispense probes and observed for air (formation of foam or bubbles) in the wash pump - no foam or bubbles were noted. Cpls installed the returned rotor on the testing analyzer and primed the dispense probes eight times (sufficient to clear air introduced during rotor replacement) and bubbles were observed during down stroke of the wash pump piston. Part failure was confirmed.